Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: examined and were found to have fractured through the threaded area. Conclusion: the patient was not fused and this is the most likely cause of implant failure as the device could not support the load.

Event description:
It was reported that the original surgery ((B)(6) 2012) at t10 with implanted bilateral screws, broke.

Event description:
It was reported that the original surgery ((B)(6) 2012) at t10 with implanted bilateral screws, broke.